Manufacturer narrative:
Results: investigation: the returned unit was inflated to check if the inner pressure is maintained at 30 to 40 cmh2o. Leakage started immediately after air infusion. The leakage was located in the cuff, approx 57.3 mm away from the tube end. The leakage portion was examined under magnification and a tear was found, approx 0.61mm length. A review of our complaints history confirmed this to be the first complaint for this prod code. A review of the mfg records could not be performed as the user facility did not record the lot # used. A technical document review was carried out which raised on anomalies and confirmed the presence of a cuff inflation check carried out on 100% of this prod line. Root cause: it is stated that the prod was tested prior to use and became deflated one day following intubation; as such, the damage found cannot be the result of a mfg fault. We feel the most likely cause for this incident is that the cuff became scratched either during intubation, or following inflation of the cuff. The scratch then propagated during use. Though these prods are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.